Event description:
The facility reported a secondary medication mini-bag of pantaloc which infused very rapidly even though the pump was set at a much slower rate. There was no patient injury or medical intervention necessary per the hospital representative. No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.